Manufacturer narrative:
(B)(4). Internal file number -(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombosis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the thrombosis could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After the clip delivery system (cds) was advanced to the left atrium, thrombus was noted in the left atrial appendage. The cds was removed and the procedure was aborted without implanting the clip. No additional information was provided.